Manufacturer narrative:
(B)(4). Is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in spain underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that on (B)(6) 2018, the patient developed perforation and peritonitis because of the intervention done to establish duopa therapy. Patient's hospitalization continued. The peg-j tube was removed.